Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised because the patient's exeter stem was broken proximally (reported as "broken in half"). The patient's entire hip was revised. Rep reported there are no allegations against the revised head, liner or shell - the shell was revised because the surgeon wanted to implant an mdm liner, and the shell in-situ did not have the appropriate locking mechanism. Rep also confirmed that no further information will be released by the hospital or surgeon.